Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 (unspecified time). The patient claimed she manages her diabetes with insulin (self-adjustor). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. A week after the alleged issue began, the patient reported feeling shaky. In spite of her symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter. Replacement products were sent to the patient. Based on the information, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint was tested on march 20, 2012 and failed testing. The meter was found displaying the error 1 code upon power up. The bad component at location u6 (eeprom) was replaced. The test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.